Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition; upon inspection, visual characteristics and the functional ones make this device acceptable to work normally.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair on (B)(6) 2016 and absorbable straps were used. The straps would not fixate the mesh to both the cooper's ligament and soft tissue. There were no adverse patient consequences reported.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.